Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called because she visited her hcp (healthcare professional) and thinks her battery is not working anymore. Patient said during the appointment the hcp went to some different channels and patient was not feeling anything so the hcp wanted patient to call medtronic. Patient said she knows over the last couple of weeks she has not been able to feel it when she turns stim up and she normally would. Patient also reported she suddenly started peeing every hour and a half like before she got the stimulator. Ps (patient services) worked with patient and her programmer: setting was on program 4 at 2.5 v, patient said she does not feel anything and reported seeing the icon that meant stim was turned of f. Patient thinks the hcp turned stim off during the appointment and before that it had been on. Patient services worked with patient to turn stim back and they wanted to change back to program 1 at 2.2 v. During this time patient reported when she increased to 2.5 v she felt stim in her pelvic floor. Patient¿s hcp wanted her to call to make an appointment with a manufacturer¿s rep to check her device, and was redirected to hcp to schedule that appointment. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the issue was that they accidently turned their device off. They stated that they needed and received ¿coaching¿ from customer quality. There were no further complications reported or anticipated.